Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via manufacturer representative who was implanted with an implantable neurostimulator ( ins) for unknown indications for use. The mdt rep reported that the pt stated they experienced heaviness in their legs and discomfort at their implant site intermittently. Pt reported that these sensations increase and happen more frequently during a recharging session, and that their antenna gets too warm while recharging. Pt reported that they have stimulation turned down to 0 for 98% of the time, and that a few days after recharging sessions they were able to turn stimulation up. Pt reported that this was not happening during their trial, but began happening after their implant date. Mdt rep indicated that a previous rep had made some programming changes, but this was their first meeting with the pt today and that they reprogrammed the patients therapy to dtm. Mdt rep reported that they performed a recharging session today, and after reaching 50% charge the pt reported the implant location discomfort and leg heaviness, so they terminated charging session. Technical services reviewed changing recharge speed/temperature. Additional information was received from the manufacturer representative (rep) reporting that the charging speed and temperature were decreased to the lowest setting to address the heaviness in their legs and discomfort at the ins site. Patient was instructed to reach out to patient services or an mdt rep if the issue did not resolve.